Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced residual stimulation when coughing and when therapy was turned off. Reprogramming did not provide resolution. As a result, surgical intervention was undertaken wherein the scs ipg was explanted in (B)(6) 2017(estimated explant date is (B)(6) 2017). Exact date of ipg explant is unknown.